Event description:
Health professional reported "24 hours after" injection with a syringe of juvederm ultra xc in the nasolabial folds and one forehead crease the pt developed "redness and swelling over the entire face" which was most concentrated at the injection sites. The physician prescribed a medrol dose pack and keflex to prevent worsening of symptoms which may have lead to permanent damage. Additional info: the physician has stated that the pt's symptoms "got completely over" 4 days after the event. No further treatment has been prescribed and the pt is "good".

Manufacturer narrative:
(B)(4). Device eval summary: batch number h24l637908 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.